Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator door was failed to open. A field service engineer (fse) found that the refrigerator door was accidentally locked, and the pharmacy located the key to unlock it. Fse then replaced the remote manager latch and tested successfully, confirming access to the remote manager refrigerator without further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, one of pyxis fridge was not opening. User rebooted and recovered but issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.